Event description:
Additional information received reported the patient experienced ¿severe electricity volts shooting¿ through their leg and butt. It was indicated that it felt like someone was ¿shocking the life out of them.¿ this occurred about three days after implant. It was also noted the patient¿s leg would go ¿paralyzed¿ and they were still having issue with their legs going ¿paralyzed.¿ it was also noted that the patient¿s body was trying to reject the ¿foreign object.¿ the device was removed on the previously reported date. It was stated the patient ¿needed to be fixed¿ and there was ¿something wrong¿ even though the device was no longer in their body. An additional follow up report will be sent if additional information is received.

Event description:
It was reported the patient did not eat. It was noted the patient¿s left leg was numb. It was reported the patient had received no information on their device and was pressured into getting the device.

Manufacturer narrative:
The additional information reported was previously covered in greater detail. The differences are not critical to understanding the nature and details of the event. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received later indicated that patient had multiple pain complaint and severe overactive bladder (oab) .it was indicated that patient had chronic pain for years. It was indicated that she did wee for several weeks following implant. She returned to the office complaining of pain and requesting removal. It was noted that psych component suspected and removal requested. It was indicated that the neurostimulator and the lead were explanted. It was noted that the cause of the event was unknown and there were no attribution to any of the devices. The patient was not hospitalized and outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient she had interstim put in (B)(6) 2013 and remove (B)(6) 2013 now because of the interstim, she was unable to move her leg on the side it was put in at. It was noted that patient was in pain 24/7 unable to do things with her husband or have sex with her husband and it was causing problems in her marriage. Additional information received later indicated that patient was still suffering from the interstim that was put in. The patient stated that it felt like someone took out the bone from where the device was implanted. It was indicated that since implant her left leg was giving out on her. It was indicated that a day prior to this call, the patient tried to get out of bed and she fell flat on her face because her leg was gone. The patient indicated that she could not sit or lay on the neurostimulator (ins) implant site because it causes her pain. The patient was in pain all the time because of interstim. The patient stated she had no leg problem before implant. The patient started having issues with pain the day of implant while she was still in the hospital. The patient reported that the interstim changed her personality.

Event description:
It was reported the patient was having some ¿really bad side effects¿ from the implantable neurostimulator. The patient was having bloating and nausea. It was also noted they were gaining a lot of weight and were having a hard time breathing. The symptoms occurred a ¿couple weeks prior.¿ the reporter was unsure how many of the symptoms were from the surgery or from the interstim. The side effects had not subsided since the surgery. Stimulation had been decreased a couple of weeks ago and it was stated it was not a stimulation problem. Ever since the adjustment, the patient had been getting foot cramps on the side the stimulator was on. The cramps were like ¿charlie horses¿ in their foot. Two weeks later it was stated the patient was still having concerns with their device or therapy, but was working with their doctor or manufacturer representative. The device was to be removed on (B)(6) 2013. The patient also noted multiple issues they have been having since the device was implanted. Mental issues included: being quick to anger, compulsive, experiencing extreme depression, not sleeping more than a few hours a night even with sleep medications, and yelling at people and objects for no reason. Physical issues reported included: pelvic pain, back pain, shoulder pain, pain the coccyx, cramps, trouble with bowel movements, still peeing at least twice a night with the assistance of medication, having no warnings when they get the urge to pee, using many pads, lack of energy, unable to sit for even short ¿periods of time.¿ shortness of breath, having awful pain in their back when walking on stairs, being unable to walk for ¿long periods of time or distance,¿ unable to bend over, unable to lay on their back to sleep, and experiencing hot and cold flashes that are ¿extreme¿ and can last for a ¿period of time.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information reported that patient was thinking that her neurostimulator ins malfunctioned and was asking about any recalls or problems with her ins.